Event description:
It was reported that the customer was hospitalized due to low blood glucose of 1.1mmol/l. The customer claims that the insulin pump delivered by itself a bolus of 15.0 units, which was the setting he had as the maximum bolus. It was stated that the customer was uncomfortable using the device and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.